Event description:
It was reported the atrial lead demonstrated high impedance measurements and non capture. Per the x-ray, the lead was fractured in two places. A subclavian crush was suspected. The ventricular lead demonstrated noise with oversensing. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5534-45 lead, implanted: (B)(6) 1996; explanted: (B)(6) 2014. (B)(4).